Event description:
It was reported the customer had a motor error alarm on their insulin pump. Customer's blood glucose was unknown. No additional information provided.

Manufacturer narrative:
The insulin pump alarmed motion sensor test failure during rewind due to corroded motor home switch. Device passed the stop current and run current tests. Unable to verify motor error alarm or perform the self test, off no power test, unexpected restart error test, displacement test, prime test, occlusion test and no delivery test due to motion sensor test failure. The device had minor scratched display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.